Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited oversensing of ventricular activity on the ra channel. This resulted in a blanking period that allowed a ventricular pace to occur on a t-wave. This occurrence led to a to a run of ventricular tachycardia (vt). The vt lasted for approximately 12 seconds and resolved on its own. Boston scientific technical services (ts) discussed programming optimization of ra sensitivity to help prevent future oversensing. No adverse patient effects were reported. This device remains in service.